Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("chronic severe pelvic pain") and genital haemorrhage ("heavy bleeding with blood clots") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's past medical history included torsades de pointes. Concomitant products included ibuprofen, oxycocet (percocet) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6)2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced cystitis ("infection(bladder/ urinary tract/vaginal): bladder infection"), urinary tract infection ("infection(bladder/ urinary tract/vaginal): urinary tract infection") and vaginal infection ("infection(bladder/ urinary tract/vaginal): vaginal infection"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced ovarian cyst ("large ovarian cyst/multiple ovarian cysts"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and inflammation ("inflammation"). The patient was treated with oral contraceptive nos and analgesics. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, inflammation and ovarian cyst had not resolved and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, inflammation, menorrhagia, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff has been advised by physicians that her only option for attempted relief from these symptoms is a hysterectomy. She is currently planning for essuue removal. Diagnostic results (normal ranges are provided in parenthesis if available): oxygen saturation - on (B)(6) 2013: not reported. Ultrasound scan - on (B)(6) 2013: not reported. Ultrasound scan vagina - on (B)(6) 2013: not reported. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events were added: abnormal bleeding (vaginal), menorrhagia, infection(bladder/ urinary tract/vaginal): bladder infection, infection(bladder/ urinary tract/vaginal): urinary tract infection, infection(bladder/ urinary tract/vaginal): vaginal infection, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, blood or heart disorder/condition type: long qt syndrome, abdominal pain, lower back pain, and plaintiff did not underwent for essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("chronic severe pelvic pain") and genital haemorrhage ("heavy bleeding with blood clots") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation") and ovarian cyst ("large ovarian cyst"). The patient was treated with oral contraceptive nos and analgesics. Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, inflammation and ovarian cyst had not resolved. The reporter considered genital haemorrhage, inflammation, ovarian cyst, pelvic inflammatory disease and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff has been advised by physicians that her only option for attempted relief from these symptoms is a hysterectomy. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.